Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy and choledocholithotomy, the electric dissector could only cut, but not coagulate when the operation began. There was bleeding and they replaced the electric dissector immediately.